Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had an infection and the system was removed. There was dramatically increased patient activity and travel. The device was explanted (B)(6) 2019. The device will be replaced in the future. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was not at the explant, but according to the physician the ins was removed on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-06-05. The rep was informed by the physician that the patient's pocket became infected and the system was removed on (B)(6) 2019. Further clarification of explant date was requested. No further complications were reported/anticipated.